Event description:
Caller states that the lab produced a result of 1.49 inr while the device read 2.0 inr within an hr. No action was taken based on device result. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.